Manufacturer narrative:
(B)(4). Concomitant medical products: unk head, pn unknown, ln unknown. Unk cup, pn unknown, ln unknown. Unk liner, pn unknown, ln unknown. Multiple MDR reports were filed for this event. Please see reports: 0001822565-2018-04222, 0001822565-2018-04227, 0001822565-2018-04228. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Attempts to obtain additional information have been made; however, no more is available.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: weight, date of report, event, PMA/510k, type of reportable event, if follow-up, what type, device evaluated by MFR. Complaint sample was evaluated and the reported event was confirmed. X-ray review confirmed the dislocation and identified the acetabular inclination angle is greater than 60 degrees which increases likelihood of dislocation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.